Manufacturer narrative:
Concomitant products: product ID: neu_recharger_acc, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector pins on the cable assembly were broken.

Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 the connector pin was a little bent so when it was plugged into the recharger it was very loose. No out of box failure was reported. As a result on (B)(6) 2016 the consumer was in tremendous pain since they weren't able to charge the implant, and it became depleted. The consumer called on (B)(6) 2016 and reported they were either sent the incorrect product or the connector pin wasn't oriented correctly since it wouldn't connect properly. After the consumer received a new cable it worked perfectly and they were doing well again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.